Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned by using the wired footswitch. A philips remote service engineer (rse) connected with the customer and identified that the wireless footswitch (wfs) did not connect with the system. The wi-fi led indicator on the wfs was red indicating the wireless connection was not available. After restarting the system, the connection with the wfs was successfully established. The system was returned to use in good working order and ready for clinical use. Since the issue was resolved after restarting the system, and it did not reoccur, no root cause could be determined. At the time this complaint was received, philips did not have enough information to exclude the occurrence of a malfunction that could have cause death or serious injury in case of recurrence. Since that time, new information has been received that has led to a re-evaluation. The procedure could be continued as planned by using the wired footswitch. A scenario where the wireless footswitch is not available, but a wired footswitch is used for the continuation of the procedure is unlikely to result in a death or serious injury. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch had a connection issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.